Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, probable cause for the reported event was determined to be related to the operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that a femoral angiogram was not performed prior to the procedure. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, the thumb advancer could not be advanced completely. The access ports were used to unlock the thumb advancer and remove the device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, exact date was reported to be in the past weeks. Device (B)(4) - improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.